Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the anchor broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: anchors split. Probable root cause: application: excessive force impacting inserter, extremely hard bone, no pilot hole drilled, poor patient bone quality. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the anchor broke during the procedure. All pieces were retrieved.